Event description:
It was reported that approximately 3 weeks post routine device change out, the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical devices: dtmb1qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.